Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed the power consumption is increasing in a gradual fashion, device replacement was recommended. The pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.